Event description:
Event description guidant received information that six months post implant, this implantable cardioverter defibrillator (ICD) declared a middle-of-life 2 (mol2) indicator. The physician expressed concerns with the device's longevity.